Event description:
An indwelling urinary catheter was placed for a diagnostic test. Approximately 1-2 hours later, a registered nurse went to remove the catheter and the balloon would not deflate. The rn tried another syringe but the balloon did not deflate. The water port was cut and again the balloon would not deflate. The catheter could not be removed from the pt utilizing standard removal techniques. A blunt fill needle was inserted into the water port approximately 1/2 inch at which time the water from the balloon started to expel and the catheter was subsequently removed without any adverse effect to the pt. The catheter and package wrapper have been retained. Diagnosis or reason for use: pelvic ultrasound.